Event description:
On april 23, 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was reading inaccurately high. In 2007, the patient reportedly obtained a result of "583 mg/dl" at an unspecified time during the evening. The patient administered self-care by taking 60 units of insulin (unknown type). The next morning, the patient tested her blood glucose at an unspecified time and got "443 mg/dl." The patient expected to get a blood glucose reading that was lower. A review of the meter's memory showed results of "443,50, and 451 mg/dl." The patient did not provide the times that each reading was taken. It is also not known if the patient had symptoms during the time of concern. In another case, the patient indicated that she had gotten a result of "269 and/or 310 mg/dl" at home. An unknown time later after testing her blood glucose, the patient administered an unspecified type and dose of insulin. Thirty minutes later while the patient was at work, she began to feel like she was going to "fall out" or faint. She also felt hungry and like her eyes were "glossy". At that point, the patient tested her blood glucose and got "32 mg/dl." The patient was taken to a hospital and treated with "glucose tablets". No further clinical information was provided. It would have been helpful to know the following information: the patient's testing frequency, her medication regimen, and if she was following the regimen before and during the time of concern. In addition, it would have been helpful to know if the patient bases her insulin doses on her meter readings, what times the reported readings were taken, what times the insulin dosages were taken, what time the patient's symptoms developed, what actions the patient took after the patient's symptoms developed, what blood glucose results were obtained at the hospital, and if the patient's symptoms were relieved by taking the glucose tablets. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of hypoglycemia after obtaining an elevated meter result on the reported meter and taking insulin. There is insufficient information to determine if the patient was taking insulin based on her meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.